Manufacturer narrative:
The reported event of premature release was confirmed. As received, a complete catheter was returned in one piece for analysis. Visual inspection and dimensional analysis found the bullets were misaligned and the align offset to be out of specification. X-ray examination found one of the tethers slipped inside the release tether screw. The reported event of premature release could potentially be contributed by these events. As a result of this finding, abbott is performing further investigation.

Event description:
Related manufacture reference number: 2017865-2023-24604 it was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker released prematurely from the delivery catheter during tether mode. The leadless pacemaker was implanted without further complications on (B)(6) 2023. The patient was in stable condition.